Event description:
(B)(6) 2014 - patient had neurostimulator replacement surgery. The patient was implanted with a rns neurostimulator. This is the 4th device implanted in this patient. (B)(6) 2014 (B)(6) neurosurgery department reported the patient was having her rns neurostimulator device explanted secondary to incision erosion and possible infection concerns. No other information available at this time. 12/01/2014 additional information provided to the field clinical engineer reported the cultures to be negative.

Manufacturer narrative:
(B)(4). No product to be returned.